Event description:
It was reported in clinic via merlin on demand that the patient's implantable cardioverter defibrillator (ICD) exhibited far field r wave oversensing which resulted in inappropriate mode switches. Programming changes were made. The patient was in stable condition.